Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high and inaccurately erratic readings. On (B)(6) 2012 the (B)(4) specialist spoke with the patient to obtain and verify information. On (B)(6) 2012 at 12:00 pm, while at the hospital for a bone density scan and mammogram, the patient experienced the symptoms of sweating, lightheadedness and dizziness. The patient did not have her meter with her and did not test her blood glucose level. The hospital personnel did not test her blood glucose level, but treated her symptoms by giving the patient orange juice and glucose gel, and she felt better afterwards. The patient was unable to provide her meter readings from earlier on the day of this event. On an unspecified date, while at coronary/pulmonary therapy, the patient obtained the blood glucose reading of "in the 300's mg/dl" on the reported meter, and a reading of 179 mg/dl on an hcp meter within 20 minutes of each other. The patient also reported that on another date "two months ago", she obtained the blood glucose readings of 200 mg/dl, 258 mg/dl, 385 mg/dl and 444 mg/dl on the reported meter over a time period greater than 20 minutes, which she claimed were inaccurately high compared to her expected values. The patient manages her diabetes with the oral diabetes medication amaryl (glimepiride) 4 mg/day, lantus insulin 20 units per day, and humulin insulin on a sliding scale based on meter readings. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. It would have been helpful to determine the patient's meter readings and insulin doses taken prior to the onset of symptoms and her expected readings, but the patient was unable to provide that information. The meter, test strips and control solution were replaced. The patient's blood glucose levels and insulin doses taken prior to the onset of symptoms on the day of this event are not known. The allegedly imprecise readings were obtained over a time period greater than allowable specifications for precision testing, therefore that complaint is deemed not reportable. The results of the meter-to-meter comparison fell outside expected values. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after she obtained elevated blood glucose readings and took insulin doses based on meter readings, and received emergency treatment with glucose, this complaint is being reported.

Manufacturer narrative:
Product analysis results: the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. The 510k#: k061118.